Event description:
The device was returned for av sticky valve. The outlet pin was stuck in place and could not be operated. The device displayed a red pump alarm after powering on. Log files were reviewed and found av sticky valve failures. The device was opened to inspect for internal damage and inspect the fva assembly. Four of the screw mounts for the main pcba are damaged and the board is loose. The fva pins and their channels were cleaned using alcohol. The lip seals for the device will be replaced during the front housing replacement. It was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further investigation and evaluation and will be replaced with new batteries. The battery cycle count will also be reset on the device during the repair process. A small scratch was also identified on the lcd touchscreen.

Event description:
The following has been reported: biomed reported: "stuck pin". Patient harm: no. Stopped infusion: no. On 08/01/2025 - biomed reported: for (B)(6), it's one of the small pins and it's completely stuck and won't move at all. I had tried cleaning it prior to submitting the service request. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.